Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. During evaluation of the device on it was determined that the device was an aged repair and needed to be upgraded to repair due to damaged comb, roller, and sideplates. The customer denied the aged repair quote. The unrepaired unit was then returned per customer request. The root cause of the reported event could not be specifically determined with the information that was provided. The customer declined the aged repair quote so the device was returned unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
A zimmer skin graft mesher was received for preventative maintenance and it was discovered that it had a damaged comb during investigation. No adverse events were reported as a result of this malfunction.